Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the distal end of the device tested positive for gram positive bacteria (1[bacilli] cfu/endoscope) and micrococcaceae (1 cfu/endoscope). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2019. Distal end: unspecified microbes. Second time; (B)(6) 2019. Distal end: unspecified microbes third time; (B)(6) 2019. Distal end: klebsiella pneumoniae (12 cfu/endoscope). All channels: klebsiella pneumoniae (>100 cfu/endoscope), proteus vulgaris (>100 cfu/endoscope), and staphylococcus aureus (>100 cfu/endoscope) the device had been reprocessed using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, getinge, using peracetic acid. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.